Event description:
It was reported that 90 seconds after the second inflation in the sfa, the pta balloon would not deflate. Reportedly, the balloon was ruptured using the distal end of the sheath after several unsuccessful attempts were made to deflate the balloon by applying negative pressure. The balloon was removed in its entirety through the sheath without incident. Another pta balloon dilatation catheter was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.